Event description:
Oxygenator failure.

Manufacturer narrative:
The factory tested retension sample devices from the same lot for gas transfer. All results met specifications. The shipping test record for this lot was reviewed and the test results were also within specification. The patient's pump record was reviewed and the gas transfer was considered to be within normal levels. The cause of this occurrence could not be determined.